Event description:
It was reported that the patient was experiencing withdrawal. The patient had the pump replaced earlier on the day prior to report, and was in withdrawal. The pump device was used to deliver baclofen. It was later reported that following the pump replacement on the previous day, medication from the old pump was placed into the new pump and a back table prime was done. No revision was done with the catheter per the reporter. They confirmed "good csf backflow from the catheter" at the pump replacement, so it was not known how much drug was missing from the catheter. The replacement took place around noon the previous day, and the patient started having withdrawal symptoms at about 8 or 9pm that same night. The patient was being supplemented with oral baclofen. The health care provider (hcp) was contemplating programming a 50mcg therapeutic single bolus dose to confirm patient response. It was later reported that the patient had 7.5ml of gablofen in their pump. The patient was experiencing symptoms of pruritus, difficulty swallowing and increased spasticity which began approximately 8 hours after the pump had been replaced. The hcp did give the patient a 50 mcg bolus over 30 minutes. Following the bolus completion, the patient was continuously monitored and the reported signs and symptoms went away. Later that evening, the hcp indicated the patient was clinically without symptoms of withdrawal and requested to be discharged from the hospital. The hcp provided a plan to include the patient spending another night in the hospital to be monitored, but the patient did sign an ¿against medical advice¿ (ama) form and went home. It was later reported that the patient was ¿doing fine¿.

Manufacturer narrative:
Concomitant products: product ID 8575, lot# n076416, serial# (B)(4), implanted: (B)(6) 2006, product type accessory; product ID 8709, lot# l64343, serial# (B)(4), implanted: (B)(6) 1999,product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).